Event description:
Fill volume: 261ml, flow rate: 5ml/hr, procedure: unk-anp, cathplace: unk-anp. Please reference: 2026095-2014-00262/(B)(4) and 2026095-2014-00263/(B)(4). Patient 3 of 3: a pharmacy reported that 3 incidents of fast flow occurred with homepump eclipse c-series pumps. The third incident was described as "patients infusion finished approximately 5.5 hours early. Per patient, all instructions were followed. Homepump was filled to a total volume of 261ml (increased volume after we were advised of a 15% variance), with 79ml of fluorouracil and 182ml 0.9% sodium chloride. Infusion was supposed to complete at 9:30pm, but patient noticed pump was empty at 4:00am." It was reported that no patient injury occurred. The devices are reported to be available for return and analysis.

Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) for the reported lot number is currently in process. Results; at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from the incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.